Event description:
The consumer allegedly fell out of a full body sling while being transported from her bed to her wheelchair, resulting in a cut on her head requiring 5 staples.

Manufacturer narrative:
User's facility contacted invacare to report that a patient fallen out of the sling during a transfer requiring 5 staples. Information provided by the facility indicates there is no apparent malfunction. Nature of complaint suggests a transfer error.